Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the trocar would not activate. New 355ld was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.50922. D6: device returned with no lot ID. Based upon the inquiry info rec'd, visual examination and functional test performed, no conclusion could be reached as to how the reported event during surgery occurred. The instrument was found to arm, and the trocar shield was found to retract and lockout properly. The incident reported by the surgeon could not be repeated during testing.